Manufacturer narrative:
(B)(6). The product was not returned for inspection. The 155 cm. Saber 2 mm. X 15 cm. Balloon catheter (bc) ruptured at eight atmospheres (8 atm.). The procedure was reported to have been completed successfully although details were not provided. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the anterior tibial artery. The lesion was reported to be: a (B)(4) stenosis, heavily calcified and mildly tortuous. The saber was removed from the packaging without any issue. It was unknown if the balloon burst occurred during the initial inflation/initial insertion into the patient. There was no information as to if the device was used for a chronic total occlusion (total occlusion >3 months). There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was requested but was reported to be unknown: what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon inflate normally; if no, was leakage noted from the balloon, shaft, hub, or unknown segment; did the balloon maintain pressure during inflation; did the balloon deflate normally; did the balloon seem to ¿stick¿ to a stent (if being used for post-dilation); did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily; if the balloon catheter did not remove easily, how was it removed; if there was resistance/friction with other devices, which device(s). No additional information was available. The product was not returned for analysis. A device history record (DHR) review of lot 17334358 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of (B)(4) may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the 155 cm. Saber 2 mm. X 15 cm. Balloon catheter (bc) ruptured at eight atmospheres (8 atm.). The procedure was reported to have been completed successfully although details were not provided. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis. The patient's information was unknown. The target lesion was the anterior tibial artery. The lesion was reported to be: a 100% stenosis, heavily calcified and mildly tortuous. The saber was removed from the packaging without any issue. It was unknown if the balloon burst occurred during the initial inflation/initial insertion into the patient. There was no information as to if the device was used for a chronic total occlusion (total occlusion >3 months). There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. The following information was requested but was reported to be unknown: what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon inflate normally; if no, was leakage noted from the balloon, shaft, hub, or unknown segment; did the balloon maintain pressure during inflation; did the balloon deflate normally; did the balloon seem to "stick" to a stent (if being used for post-dilation); did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily; if the balloon catheter did not remove easily, how was it removed; if there was resistance/friction with other devices, which device(s). No additional information was available.